Manufacturer narrative:
The suspected sample and a 50 ml syringe were returned for evaluation. Visual inspection identified the syringe male luer lodged within the cassette female luer, with deformation and stress damage consistent with excessive twisting. Functional testing could not be performed, and the reported complaint of leakage could not be confirmed. The probable cause was determined to be excessive twisting during use. A lot history review could not be performed because the lot number was unknown.

Event description:
It was stated leakage of saline from the connection between the cassette tube and the syringe tip, and breakage of the syringe tip. There was no patient involvement/no adverse event reported.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. H3/h6: investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.